Manufacturer narrative:
(B)(4). Date sent: 1/19/2026. D4: batch #395d65. Corrected data: d4 (UDI, expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damage and with two gst60g (b and c) reloads present. The reload (b) was received partially fired 1/3 and the reload (c) returned unfired. The device was tested for functionality in the articulated position with the returned reloads by resetting reload (b) and reloading them into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple lines and cut lines were complete and the remaining staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 395d65, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 10/21/2025 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ec60a with lot number 409d50; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the stapler was not stapling as there were no clips deployed. Surgeon reloaded but without success. Surgery was prolonged with 5 minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/12/2025. Corrected data: h1 = not reportable. Additional information was requested and the following was obtained: did the device deliver any staples? No staples delivered if yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No cutting? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.